Event description:
The following has been reported: reported to biomed that pump "needs service". Biomed found multiple failures in the service log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The potential leak locations were all tested and found to not be the cause of the leak. A damaged o-ring was found but was not the cause of the failure. There is a positive leak from an unknown location in the system. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.